Event description:
The pacemaker involved in this MDR report was implanted on (B)(6) 2008. When connecting the atrial lead and screwing the atrial setscrew, no click sound was heard. A screwdriver from competition (guidant) was used with no results. Other attempts to screw/unscrew the lead failed. Atrial lead was pulled out, and visual inspection of atrial setscrew movements into the port confirmed that turning the screwdriver clockwise was effective. The lead was re-connected, and the atrial setscrew was screwed. No click sound was heard, but since tight lead connection was confirmed by pulling test, the device was implanted and the procedure was resumed.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. In response to the warning letter that the united states food and drug administration issued to sorin biomedica (dated oct 29, 2009), sorin is filing this MDR at this time. Labeling reviewed. (B)(4). Since the device involved in this complaint is kept implanted, no final conclusion could be drawn. However, it should be noted that analysis of devices returned for similar reasons revealed that the screwdriver was not fully inserted in the setscrew's hex cavity, which damaged the setscrew. To address this, sorin added an inspection step in manufacturing to eliminate any silicone adhesive inadvertently remaining in the setscrew's hex cavity, and provided a reminder and additional instructions to ensure the wrench was fully inserted. These additional instructions have been included in the newest reply instructions for use (section 5.5 for reply dr IFU). The added inspection step became effective with sterilization lot 2317; the device involved in this complaint was manufactured before this sterilization lot (lot no. 2312). This case has been recorded for trend purposes; further corrective actions will be evaluated and implemented, if deemed necessary.